Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73k 1400043 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device does not staple the skin. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Two (2) staplers of catalog number 528235 visistat 35w 6/box were received not used, closed in original packaging, lot # 73k1400043 was confirmed with two samples received. During visual inspection the staplers was in good condition. Functional inspection: stapler # 1: stapler was fired (activated) and one staple was loaded, closed & released (5 staples). Then, 32 staples were fired (activated) & closed on a rubber material (sponge), all staples were fired/closed without problems. Stapler # 2: stapler was fired (activated) and one staple was loaded, closed & released (5 staples). Then, 31 staples were fired (activated) & closed on a rubber material (sponge), all staples were fired/closed without problems. Samples received did not confirm the defect reported by the customer does not grab skin proper during visual inspection. Functional inspection was performed with two samples; staplers were fired on a rubber material (sponge) and both devices worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the device does not staple the skin. The patient's condition was reported as unknown.